Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) coil. The svc impedance jumped twice. Additional follow-up from the clinic disclosed that the patient was seen for isometrics and pocket manipulation which showed high svc impedance in real time. The upper alert limit was increased and the physician noted the change. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).